Manufacturer narrative:
This report is submitted on february 14, 2024.

Event description:
Per the clinic, the patient experienced pain and a magnet dislodgement during an MRI on (B)(6) 2024. The patient was placed under general anesthesia on (B)(6) 2024, in order to undergo surgery to replace the magnet.